Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. Initially, it was indicated that after procedure, the qdot was removed from the patient and charring on the catheter tip (ring around the electrode) was observed. There was no patient consequence. With the initial information available, this event was assessed as non MDR reportable. However, on 02-dec-2024, additional information was received which indicated that the physician considered the amount of char excessive and a possible potential risk to the patient, yet no symptoms or negative outcomes were observed. Therefore, the event was re-assessed as MDR reportable with an awareness date of 02-dec-2024. The system did not present any error messages. Throughout the case, the patient¿s activated clotting time (act) was being controlled and held above 300s. Heparinized normal saline was used as the irrigation fluid.

Manufacturer narrative:
D4: UDI: the manufacturing and expiration dates are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and no issues were observed. An irrigation test was performed, and the device was flushing correctly. No issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31448429l, and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The thrombus/clot and char issues reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contain the following recommendations: when radiofrequency (rf) energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).